Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 284mg/dl. Troubleshoot was conducted. The customer states there was an air bubble present. The device failed the high pressure test, but passed the second time around. The customer was advised to discontinue use of the pump, and that it would have to be replaced and returned for analysis.